Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported the applicator is not getting enough solution and getting barely damp. Per email: customer reports that chloraprep is not getting as wet when they crack it to use as normal. The applicator is getting barely damp that it feels like sandpaper when wiping across patient skin.

Manufacturer narrative:
No samples or photos were provided for evaluation. Unfortunately, as a result, bd was unable to verify the reported issue or define an accurate root cause. No adjustments were documented during the filling process of ampoule lots under investigation. A possible root cause can be a micro-rupture in the ampule which can cause low fill level. Due to the nature of glass, it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handing. Production record review was completed for batch/lots 0085430 and 0070512. No non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot like the reported issue or that could have contributed to the reported failure mode. Records reviewed indicate that the lot passed all the in-process inspections. No further action will be taken based on no adverse trend observed and will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported the applicator is not getting enough solution and getting barely damp. Per email: customer reports that chloraprep is not getting as wet when they crack it to use as normal. The applicator is getting barely damp that it feels like sand paper when wiping across patient skin.